Event description:
The user is reporting static with minimal sound detection using both opus ii and sonnet audio processors, which started on (B)(6) 2020. Later that day, the user reported that he had no more hearing sensation using the device. Previously, the user reported a gradual decrease in hearing over the last month with increasing of static sensation. No reports of illness, head injury, redness or swelling on the implant area or pain using the device. The user was re-implanted on (B)(6) 2020. This report refers to 9710014-2020-00625. Please refer to this report for further information.